Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the device was automatically ¿getting off¿ due to a faulty g1 board, the connector on the x-board was found broken due to which connection was not possible, the frame shield was found broken and multiple patches were found on the lcd. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction, it was observed, the rear cover was found broken, the bezel plate also had multiple cracks, the digital video interface (dvi) connector on the quantum board (qb) was found broken but connection was possible, no effect was noted on images quality, the power switch bracket was found broken, and the inside screws on the h-board were missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the device ¿getting off¿ was a faulty circuit board. Per the legal manufacturer, the other device defects included in the initial MDR (connector on x-board, frame shield, screws not fixed to the frame, and patches in the lcd ) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.